Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 304 mg/dl; cause was not known. Correction bolus was delivered and as the customer had been hospitalized the day before (not related to this elevated bg event), intravenous insulin was administered. Infusion set tubing and site were changed. Pump system check was performed with tandem technical support; no device issue was identified. Recommendation was made for the customer to discuss the event with a healthcare provider.